Manufacturer narrative:
Explant date: approximate explantation date. Please refer to the analysis report. (B)(4).

Event description:
Upon interrogation on (B)(6) 2017, the pacemaker was found to have reached the recommended replacement time (rrt), and was operating in vvi mode at 70 min-1. The battery impedance was 13.58 kohms with a magnet rate at 73 min-1. The previous follow-up was performed on (B)(6) 2017 and the displayed residual longevity was between 6 and 10 months. Reportedly, the patient is not pacing-dependent and asymptomatic. Explantation of the pacemaker has been planned in the next days. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Upon interrogation on (B)(6) 2017, the pacemaker was found to have reached the recommended replacement time (rrt), and was operating in vvi mode at 70 min-1. The battery impedance was 13.58 kohms with a magnet rate at 73 min-1. The previous follow-up was performed on (B)(6) 2017 and the displayed residual longevity was between 6 and 10 months. Reportedly, the patient is not pacing-dependent and asymptomatic. Explantation of the pacemaker has been planned in the next days. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines).